Event description:
It was reported that the caller encountered an error with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The caller was guided through a pump reset by technical support, and after the reset, the cgm error was resolved, allowing the customer to successfully start their sensor session.